Manufacturer narrative:
One opened lens box was returned missing the peel pouch, carrier and dfu (directions for use). The lens was received taped to a post-it note. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found that the lens was in three pieces. The optic had been cut or torn in half. One plate was torn off and was stuck in the tip of the returned delivery device. The other plate was attached to one piece of the returned optic and it had one haptic arm bent. Functional testing cannot be performed due to the damage. Further investigation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the intraocular lens (iol), the trailing haptic was stuck in the inserter cartridge and snapped off. Half of the haptic was inside the patient¿s eye. The lens and damaged haptic were removed intraoperatively. No incision enlargement was necessary, but 10.0 nylon sutures were placed, which was not part of standard protocol. The capsular bag was not damaged and there was no loss of vitreous. A second iol of the same model and diopter was successfully implanted. The patient is now feeling well as of the follow-up appointment. In the physician's opinion, the most likely cause of the iol damage was that the lens was stuck in the delivery device.

Manufacturer narrative:
Additional information to: the product evaluation confirmed the failure mode. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.